Event description:
During surgical procedure in 2002, plastic bushing from patella mill instrument broke. A portion of the bushing was recovered from the floor, but following search, a portion was reportedly was located.